Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 147 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the test. No belt clip was received with the device. Unable to verify belt clip anomaly. Unit was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).